Manufacturer narrative:
The patient was treated in the study in 2007 with a precise stent in the left carotid artery. After the left carotid artery stent placement, he had difficulty with left facial weakness and some slurring of speech, which has not improved. This was felt to be a local issue as it was ipsilateral and not likely associated with a stroke. Six das later, the patient was admitted to the hospital with mental confusion and right upper extremity weakness. A computerized tomography scan of his head was obtained which showed age-indeterminate infarcts in the right and left frontal lobes. There was also an old infarct noted in the left external capsule. The patient's right internal carotid is also severely diseased with a 99 percent stenosis. On the evening of the next two days, the patient developed a generalized seizure accompanied by decreased level of consciousness and inability to protect the airway and was therefore intubated. MRI results revealed a acute infarct involving the right parietal lobe at the vertex and two tiny new foci of restricted diffusion in the left frontal sub cortical white matter, consistent with acute lacunar infarcts. The reported event has been determined by the physician to be unrelated to the cordis product(s) and unrelated to the index procedure. Stroke is a well-known and documented potential complication of this type of procedure. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
The patient was treated in the study on with a precise stent in the left carotid artery. Six after the index procedure, the patient was admitted to the hospital with mental confusion and right upper extremity weakness. After the left carotid artery stent placement, he had difficulty with left facial weakness and some slurring of speech, which has not improved. This was felt to be a local issue as it was ipsilateral and not likely associated with a stroke. He reports that in the last seven days, he has not seen any improvement in those symptoms. The evening prior to admission, the patient became more confused with weakness and in-coordination in his right arm and was subsequently brought to the emergency room. A computerized tomography scan of his head was obtained which showed age indeterminate infarcts in the right and left frontal lobes. There was also an old infarct noted in the left external capsule. The patient has been on plavix at home. Patient was removed from aspirin in 2007, because of an active bleeding gastric ulcer. The patient's right internal carotid is also severly diseased with a 99 percent stenosis. It was planned that the right carotids would be stenting in about two months. That patient was intubated and breathing on mechanical ventilation. On the evening, six months later, the patient developed a generalized seizure accompanied by decreased level of consciousness and inability to protect the airway and was therefore, intubated. MRI results revealed a acute infarct involving the right parietal lobe at that the vertex and two tiny new foci of restricted diffusion in the left frontal subcortical white matter, consistent with acute lacunar infarcts. The reported event has been determined by the physician to be unrelated to the cordis product(s) and unrelated to the index procedure.

Manufacturer narrative:
The lot number was received on december 10, 2007. The complaint conclusion has been amended to include the device history record (DHR). The patient was treated in the (B)(6) study on (B)(6) 2007 with a precise stent in the left carotid artery. After the left carotid artery stent placement, he had difficulty with left facial weakness and some slurring of speech, which has not improved. This was felt to be a local issue as it was ipsilateral and not likely associated with a stroke. On (B)(6) 2007, the patient was admitted to the hospital with mental confusion and right upper extremity weakness. A computerized tomography scan of his head was obtained which showed age-indeterminate infarcts in the right and left frontal lobes. There was also an old infarct noted in the left external capsule. The patient's right internal carotid is also severely diseased with a 99 percent stenosis. On the evening of (B)(6) 2007, the patient developed a generalized seizure accompanied by decreased level of consciousness and inability to protect the airway and was therefore intubated. MRI results revealed a acute infarct involving the right parietal lobe at that the vertex and two tiny new foci of restricted diffusion in the left frontal sub cortical white matter, consistent with acute lacunar infarcts. The reported event has been determined by the physician to be unrelated to the cordis product(s) and unrelated to the index procedure. Stroke is a well-known and documented potential complication of this type of procedure. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.